Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health care professional that the patient's implantable cardioverter defibrillator (ICD) battery was depleted, and the device was not working. The ICD was explanted. No patient complications have been reported as a result of this event.